Manufacturer narrative:
D4 - serial number, lot number, and expiration date corrected to the pump in place at the time of the event. H4 - device manufacture date corrected to date for the pump in place at the time of the event. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. It was reported that the patient expired. Although the cause of death was reported as unknown, the outcome was reportedly not considered to be device or therapy related. The device was not returned for evaluation. The customer communicated that no additional information will be provided. The heartmate ii lvas instructions for use lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU rev. C is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported by the customer that the patient passed away. Although the outcome was not considered to be device or therapy related, the cause of death could not be provided.